Event description:
The following was reported to hamilton medical ag: the hospital staff requested that a local staff member repair the c1, stating that while using this c1, a technical event:249012 appeared on the screen. They said this technical event occurred twice, on may 15 and 29. No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the hospital staff requested that a local staff member repair the c1, stating that while using this c1, a technical event:249012 appeared on the screen. They said this technical event occurred twice, on may 15 and 29. No health impact or consequences.